Event description:
It was reported that there were positioning/fixation difficulties with the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead returned and analyzed. No anomalies were found. All conductors were found to be distorted and the lead was stretched.